Event description:
It was reported that "consultant dissected ligaments and defined cup for dissection. There was a loss of pneumo and gas was changed as required due to low levels. Unable to re-inflate abdomen so consultant was happy to remove vcare, uterus, tubes and ovaries vaginally. Vcare cervical cup did not appear upon removal and consultant used a vulsellum device to remove cervical cup. No trauma noted by consultant. Consultant closed vaginal canal, observed abdominal cavity following re-inflation of abdomen and was happy with tissue structures. Suction irrigation was used to wash out area."

Manufacturer narrative:
A review of sentinel (reportable) events, indicated that this reported malfunction is MDR reportable. The lot code reported in this incident was also part of a recall for this device (FDA ref #z-0175/0180-2009), of which the recall was initiated and the FDA was previously notified. The failure mode reported is the same failure mode from the recalled issue. This lot code reported of the device indicates the hospital used this device inadvertently after the recall. There has been no repeat issues since the corrective actions were implemented during the recall. We are considering this complaint complete and closed.